Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the re-site mount was loose. Additional information requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The dovetail was tightened and the aberrometer was realigned to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws. How or when the screws became loose cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).